Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a no delivery alarm on their insulin pump. Customer stated the alarm occurred during a bolus delivery. Customer's blood glucose was 253 mg/dl. The customer treated their blood glucose with the insulin pump. The customer was unable to troubleshoot because they were at work. It was also found the customer had to use four reservoirs and four infusion sets in the last week due to the no delivery issue. The customer's supplies will be replaced. No additional information provided.